Manufacturer narrative:
The investigation included a search for similar complaints, and the review of complaint text, trending data, labeling, device history records, and in-house testing of retained samples of the complaint lot. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Device history record review did not identify any issues with the likely cause lot 00520l820 and complaint issue. Labeling was reviewed and found to adequately address the falsely elevated patient results. Testing was completed using retained samples of the complaint lots. Acceptance criteria were met, which indicates acceptable product performance. Based on the investigation, no systemic issue or deficiency of the alinity I intact pth reagent lot 00520l820 was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated alinity I intact parathyroid hormone (pth) results on multiple patients that repeated lower at a reference lab. The following data was provided: sample 1 alinity result = 165 pg/ml; roche result = 103 pg/ml; sample 2 alinity result = 69.8 pg/ml; roche result = 33 pg/ml; sample 3 alinity result = 162 pg/ml; roche result = 105 pg/ml; sample 4 alinity result = 239 pg/ml; roche result = 156 pg/ml; sample 5 alinity result = 94 pg/ml; roche result = 56 pg/ml. (Reference range: alinity 8.5-72.5 pg/ml and roche assay 15-65 pg/ml). The customer provided 83 additional intact pth patient sample results that were falsely elevated when compared to the roche method. The sids ranged from (B)(6), with the alinity results ranging from 8.5 pg/ml to 650.4 pg/ml; and the roche results ranging from 3.1 to 415.6 pg/ml. No impact to patient management was reported.